Event description:
It was reported that the coag button on the handpiece turned on but did not deactivate during an eval.

Manufacturer narrative:
It was reported that the coag button on the handpiece turned on but did not deactivate when released. Same problem with three devices. The device is being returned to the MFR for eval.